Event description:
The company was informed that the patient was admitted to the hospital on (B)(6) 2013 due to headache, neck stiffness, and high temperature. Blood cultures taken revealed infection. The patient was placed on antibiotics (type unknown) and painkillers. Additional blood samples were taken and on (B)(6) 2013 a lumbar puncture was performed. Results of the lumbar puncture showed a strain of viral meningitis, while blood culture results showed bacterial meningitis. Advanced bionics is in the process of gathering further information. Once more information is received, a supplemental report will be submitted.